Event description:
During a biliary stent placement procedure, the physician used a wilson-cook zilver expandable metal biliary stent system. The sent was placed in the area ranging from the left bile duct to the common bile duct and the delivery system was removed. Post procedural fluoroscopy revealed the distal tip of the delivery system had detached in the pt. A retrieval of the detached portion of the introducer has not been attempted at this time. No injury to the pt has been reported.